Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had required administrative password to login. The field service engineer (fse) had arrived at the medstation and found that the unit was not communicating. The hard drive had been completely full and no free space. The fse had replaced the hard drive and cable, then reimaged the system. Due to complications with data connectivity, the fse had contacted technical support specialist (tsc) for assistance and together resolved the issue. The fse had then been synchronized the unit with the server. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station required administrative password to login. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.